Event description:
The doctor reported the implant was removed due to osseointegration failure, 5 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. Peri-implantitis and local infection were observed during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient had a replacement including bone graft materials.